Event description:
Reportedly, the patient received two inappropriate shocks under consciousness. The patient visited the hospital and interrogation of the ICD confirmed that the inappropriate shocks were due to noise and oversensing. It was decided to remove the lead and the ICD. During the reintervention, test of the lead did not reveal any anomaly. The associated lead (isoline2cr6 s/n (B)(4)- complaint reference (B)(4)) could not be extracted, thus capped and left in place. Another lead and another ICD were implanted. The subject ICD involved in this report was returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.